Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence and that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. It was also reported that an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm. Lastly, it was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Customer reverted to an alternate form of insulin therapy. There was no adverse impact to customer's blood glucose level.